Manufacturer narrative:
E1: patient city: (B)(6), patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced an infusion flow blocked alarm due to a bent cannula event on (B)(6) 2026. The event occurred on the first day of use. The insertion site was the abdomen. The infusion set was in use for two to three hours. The blood glucose level was high, and the patient was treated with the insulin pen. The patient replaced the infusion set and resumed insulin successfully. No further information available.